Event description:
Two days after treatment with cosmoplast the patient was observed to have erythema and edema at the treatment sites. Physician reported prescribing oral atarax in oct/03. Follow up with patient the next day the physician noted symptoms had progressed to include "a pruritc punctate rash at the base of anterior neck, medial arms bilateral."